Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. This device had a year remaining longevity from a month ago but is now at less than three months remaining. A request was made to have the data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Additionally, there is a chance that this device may trigger the elective replacement indicator (eri) within 60 days. And despite the premature depletion, there is sufficient capacity to support full therapy for at least 90 days. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. This device had a year remaining longevity from a month ago but is now at less than three months remaining. A request was made to have the data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Additionally, there is a chance that this device may trigger the elective replacement indicator (eri) within 60 days. And despite the premature depletion, there is sufficient capacity to support full therapy for at least 90 days. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted, and a new one was placed. No additional adverse patient effects were reported.